Manufacturer narrative:
Relevant tests/laboratory data, including dates; corrected data; initial MDR inadvertently omitted impedance value known at time of submission.

Event description:
It was reported that a patient has high lead impedance and the patient was referred for full revision. The patient's device was disabled. No known surgical intervention has occurred to date.